Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the site. The infusion set was in use for one day. The insertion site was abdomen. The event occurred after three or more hours after insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.